Event description:
Per the clinic, the patient experienced no auditory precepts and facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted due to infection. This report is filed january 20, 2015. The device is currently unavailable.

Manufacturer narrative:
This report is filed may 8, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.